Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via left transfemoral approach, vessel damage occurred at the same stenosis site. A stent was placed and hemostasis was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that there was pre-existing stenosis. It was reported that dissociation occurred at the left common iliac artery. Per the physician, the cause of the vessel damage was the non-medtronic sheath and the delivery catheter system (dcs) did not cause or contribute to the vessel damage. If information is provided in the future, a supplemental report will be issued.